Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(4) power off after 16 compressions. The customer removed the autopulse li-ion battery and inserted another fully charged battery but after 2 compressions, the autopulse platform power off again. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) shut off after compressions was confirmed during archive data review but not during functional testing. The root cause for the reported complaint was due to a power distribution board revision level was outdated, likely attributed to the age of the platform. The platform was manufactured in jan. 2009, and is over 13 years old, past its expected service life of 5 years. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. Further inspection reveled that the drive shaft was difficult to rotate due to a sticky clutch, likely attributed to normal wear and tear, unrelated to the reported complaint. The impact of a sticky clutch was not severe enough to make the platform non-functional. The clutch plate needs to be deburred to address the observed problem. A review of the archive data showed multiple shut down due to 'battery low' messages, but the readings on the battery showed that it was at 36-37 volts (fully functional), thus confirming the reported complaint. The root cause for the reported complaint was due to a power distribution board revision level was outdated, likely attributed to the age of the platform. The power distribution board needs to be replaced to remedy the reported issue. The autopulse platform passed the initial functional test without any fault or error. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).